Event description:
Information was received from a patient regarding an external device. It was reported that the patient's controller went blank/unresponsive when charging the implanted neurostimulator (ins). The patient charged the ins 40% in 6 hours before the controller went blank/unresponsive after displaying "recharging needs attention". They removed the li battery pack and inserted aa batteries and were able to get the controller to respond once more. The patient turned their therapy on using the controller with the aa batteries in the controller. During the call, the patient performed a hard reset of the controller and confirmed the green light was blinking on the controller screen when charging the controller. They initiated a charging session of the ins, but received "poor recharge quality". The recharger antenna had been getting hot to the touch while recharging the ins and they detected gray/white discoloration on the cord where the cord meets the coil. The ins was charged at 100% and the controller charged was at 100%. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6) revealed no issues with the device or its ability to charge the I mplantable neurostimulator (ins). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.